Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl, cause was unknown. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support.